Manufacturer narrative:
(B)(4). The problem was not confirmed and the root cause was undetermined. The lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The lines and bags were checked, and no leaks were found. The patient was involved but there was no patient injury or medical intervention reported. The registered nurse (rn ) contacted baxter and stated that she was not notified of the incident. The rn stated that no medical intervention has taken place due to the alarm or any other related dialysis issue. The rn mentioned that from what she knows therapy has been going well. There was no patient injury or medical intervention indicated at the time of the initial report.